Event description:
It was reported that the preloaded multifocal intraocular lens was explanted during a secondary surgery after implantation because the patient reported visual dissatisfaction related to irregular astigmatism. Postoperative visual acuity had been approximately 0.5¿0.6. Consequently, the lens was removed and replaced with a non-jnj lens. After the exchange, visual acuity was approximately 0.4; the patient was prescribed spectacles and was wearing glasses. Additional information indicated that preoperative astigmatism was confirmed on ark as +5.00d -0.75d × 161. No other information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, information not provided. Section e1: initial reporter: email address: unknown, information not provided. Section e1: initial reporter: telephone number: (B)(6). Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint history for production order for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: mar 25, 2026. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification was performed on the suspect product and found lens was cut into four pieces. No further issues were identified. During the product evaluation it was confirmed that the physical characteristics of the lens matched a zfr00v model lens. No further evaluation was performed. No issues that could cause or contribute to the complaint issues reported were identified during product evaluation. The ¿lens cut¿ observed during the product evaluation could not be confirmed to be related to the manufacturing or design process. Manufacturing record review: the manufacturing records review for this production order shows that the units were released within specifications. Non conformance reports were found as part of this manufacturing records review. The lens diopter results show that this production order was released within diopter specifications conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.